Event description:
This lead was implanted on (B)(6) 1989 and was capped on (B)(6) 2013. A call to technical services placed on (B)(6) 2013 states that this lead has episodes of noise stored and low impedance issues. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).